Event description:
Patient fell down off walker when she was trying to break. Breaks on both sides of walker found not to be working. Patient fall resulted in her arm being placed in a cast. Visual inspection of the device found that, when the brakes were engaged, the wheels were able to roll freely. Review of the patient/device record shows that the device was purchased nearly two years ago, with no requests for service or inspection since the initial delivery. Determined to be the result of a lack of maintenance and normal wear of device components. FDA safety report ID# (B)(4).